Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37791, serial# unknown, product type recharger; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was noted the implant was not effective for their pain. It was reported the trial did really well for the patient. It was noted the patient had a coupling problem. It was reported the coupling was hard to maintain and it never went up, just always down. It was noted the recharge antenna was damaged. No device returned. It was later reported that on (B)(6) 2015 a blood patch was performed around l1. A lack of therapy in the right location was reported and was due to the location of the lead. Due to the location of the lead the patient was only getting therapy in their hips and not their lower back as desired and a lead was placed above an already placed lead the day of the report. The rep. Later reported that a percutaneous lead above and below the paddle lead was tried without much success. The patient wasn¿t getting adequate stimulation for her low back pain but the physician¿ wasn¿t sure they could do anything more.